Event description:
It was reported that, "doctor went to use the clamp and it would not hold in place."

Manufacturer narrative:
Method: DHR and complaint history review. Conclusion: device was manufactured prior to design change.